Event description:
It was reported that a (B)(6) female who underwent an unknown breast augmentation with a mentor memorygel, 325cc breast implant, experienced bilateral rupture post procedure. The physical examination diagnosed the issue. As a result, patient underwent bilateral replacements with unknown implants on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).